Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510k is not known. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: loss of image probable root cause: ¿ cables ¿ hdmi cables ¿ connectors ¿ digital board ¿ power supply ¿ filter / fuse ¿ ac inlet board ¿ main board ¿ transition board ¿ intermittence between transition board and ch connector ¿ software ¿ camera head ¿ coupler ¿ problem toggling light source ¿ connected monitors ¿ leaking ¿ poor grounding ¿ no/incorrect communication with light source ¿ soaking cap disconnection during sterilization ¿ electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge ¿ pendulum ch inertial measurement unit (imu) ¿ incident light from surgical scene is reflected by coupler/ch window ¿ use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.